Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b5 (event description). Upon review, the statement "hematuria may occur" has been revised as hematuria was reported in error. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of diabetes mellitus. During support, the provider was called for a drop in impella flow; flow dropped by 1 l while remaining on the same performance level. Pulmonary artery mean pressure was 30¿40 points higher than during morning rounds. Urine became hemolyzed. Device position was appropriate. Purge flow decreased and purge pressure was rising, but no alarms were noted. Blood volume was given to troubleshoot the low pump flow. The device was removed. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock and low pump flow.

Manufacturer narrative:
D4. Serial corrected. H6. Medical device problem code a141102 increase in pressure removed.

Manufacturer narrative:
Updated information: d4 catalog number updated additional information provided stating that data logs were not available for review.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of diabetes mellitus. During support, the provider was called for a drop in impella flow; flow dropped by 1l while remaining on the same performance level. Pulmonary artery mean pressure was 30¿40 points higher than during morning rounds. Urine became hemolyzed. Device position was appropriate. Purge flow decreased and purge pressure was rising, but no alarms were noted. Blood volume was given to troubleshoot the low pump flow. The device was removed. The patient survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock and low pump flow.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.